Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the experienced symptom false upstream occlusion alarm which was not reproduced but was confirmed through the history log. The upstream sensor was replaced as a known contributor.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed a false upstream occlusion message. There was no pt involvement.